Event description:
Reportedly, the surgeon noticed that a part of the instrument was missing when he removed it. He then went back in with a scope and found the translucent piece and it was removed. There was no injury to the patient. Procedure: hysterectomy.